Manufacturer narrative:
On 14-apr-2020, the investigation on the suspected medical device was completed. Mentor received additional information regarding the revision surgery and the replacement devices. The patient underwent bilateral removal and replacement with two 250cc mentor memorygel breast implant prostheses ( catalog #: 3502501bc, left serial #: (B)(6), right serial #: (B)(6)). Investigation summary : during visual evaluation, it was noticed that device was received incomplete. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The returned device was a gel implant, not a saline device as initially reported. The relevant fields have been updated. Mentor received additional information regarding the date of explantation. Initially, it was reported the patient was scheduled to undergo explantation on (B)(6) 2019. However, additional information revealed that the patient underwent explantation on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unknown mentor saline implant and experienced postoperative left-sided deflation and capsular contracture (grade unknown).the diagnosis was confirmed by a physician on (B)(6) 2019. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019.